Event description:
It was reported "unable to read lower screen". The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is missing segments. Upper and lower cases are broken. One bail cover is broken and one bail cover is missing. Lead flex o-ring is damaged (flattened). One case screw, battery drawer o-ring, and one bail are missing. Battery contacts are compressed. Keyboard is scratched. Serial number label is damaged.